Event description:
Customer reported, the insulin pump alarmed failed battery test. Customer's blood glucose was 122 mg/dl. Troubleshooting was performed. The battery compartment, battery cap, and springs were not damaged, missing, nor corroded. Customer was advised to clean the battery contacts. Customer did not have a new battery to insert. Customer stated the device alarmed failed battery test after inserting the battery. Customer also mentioned that his blood glucose readings were not transmitting correctly to the device. Readings would be different. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarms noted. The device was communicated properly with one touch ultra link blood glucose meter. The blood glucose numbers was transfer correctly. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.